Event description:
Reportedly, when an attempt was made to administer therapy to the pt the defibrillator would not charge. Two additional attempts were made to charge the defibrillator. CPR was admininstered to the pt until another crew arrived on scene approx 3 minutes later. The pt was in pea at this time. After some unspecified period of time, the pt ECG returned to ventricular fibrillation and the crew used their AED to deliver defibrillator energy to the pt. Another als squad arrived on scene and used their manual defibrillator to treat the pt en route to the hosp. The pt was not resuscitated. The reporter could not say whether the reported failure contributed to the pt outcome.